Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer reported that the buttons are experiencing a lag time after being pressed down. Customer stated that the insulin pump was not exposed to moisture. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Insulin pump programmed with multiple sensor glucose value and all registered properly in the summary history noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.